Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The promus element 3x38 mm was unable to cross the calcified lesion. Stent damaged was noted. The procedure was completed successfully with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: return device analysis revealed tip damage, hypotube kinks and stent dislodgement were also noted. A visual and microscopic examination of the returned device found that no stent was attached to the device. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The hypotube was kinked at 200mm and 245mm distal to the strain relief. A visual and microscopic examination found that the tip was slightly flared and there were traces of blood on the tip. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The promus element 3x38 mm was unable to cross the calcified lesion. Stent damaged was noted. The procedure was completed successfully with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).